Event description:
It was reported that there was a hemostatic valve leak. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were used. During the procedure no matter how tight the physician tightened the hemostatic valve on the was, the hemostatic valve still had a slow leak. The procedure was completed successfully with this was and the closure device was implanted in the laa of the patient. There were no complications to the patient.